Manufacturer narrative:
This report is filed on november 08, 2017.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed (date not reported). The implanted device remains.